Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During bone prep, dr.(B)(6) attempted to make his straight cuts after entering the haptic boundary. When he squeezed the trigger, the mics received power, but the attachment would not engage the saw blade. We switched to a new mics, and the same problem occurred. We then switched to a new straight saw blade attachment, it worked, and we completed the surgery. Case type: tka. Surgical delay: 16-30 minutes.

Manufacturer narrative:
Reported event: during bone prep, dr. Nix attempted to make his straight cuts after entering the haptic boundary. When he squeezed the trigger, the mics received power, but the attachment would not engage the saw blade. We switched to a new mics, and the same problem occurred. We then switched to a new straight saw blade attachment, it worked, and we completed the surgery. Case type: tka surgical delay: 16-30 minutes functional inspection: shows that turning the input shaft produces no movement from the blade platform. Visual inspection: shows that the bearings on the input shaft that interface with the yoke have broken apart. See attached picture. Dimensional inspection: not performed as the item has been used and the dimensions and tolerances on the print are no longer accurately represented by the part. Material analysis: not performed as no material failure is alleged. Product history review: product history review respectively shows the number of devices manufactured, devices that failed inspection, and their nc/npr/qt numbers if applicable. Date inspected: (B)(6) 2017, devices manufactured: 50, devices failed inspection: 2, nc/npr/qt numbers: qt17-11-0060. Product history review shows the non-conformance(s) is/are not related to the failure alleged in this complaint. Complaint history review: a review of complaints related to p/n: 212186, lot number: 35031017 shows 1 additional complaint(s) related to the failure in this investigation. Complaint # (B)(4). Complaints related to p/n: 212186 will be tracked by trend request# (B)(4). Conclusion: the complaint of a saw attachment not running was confirmed. The issue was traced to broken bearings on the input shaft. It was noticed during the case and resulted in a 16 -30 minute delay. There was no further harm and the case was completed successfully. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
During bone prep, dr. Nix attempted to make his straight cuts after entering the haptic boundary. When he squeezed the trigger, the mics received power, but the attachment would not engage the saw blade. We switched to a new mics, and the same problem occurred. We then switched to a new straight saw blade attachment, it worked, and we completed the surgery. Case type: tka surgical delay: 16-30 minutes